Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a peripheral interventional procedure in the origin of the right internal iliac artery using an 8f sheath. Initial puncture at the access site was a bit stiff due to scarred tissue in the groin from a previous endovascular aneurysm repair years ago that was closed surgically. After the puncture, an 8f sheath was placed, through which both the amplatzer vascular plug and the non-abbott stents were placed with good results. Placement of proglide device was done under ultrasound control because of the stent in situ. There was 5 to 6 cm space between the end of the stent and the puncture site. Echo was used to make sure that the foot of the proglide device was not opened in the stent. After deployment of the proglide device, the guide wire was inserted and the proglide was removed. Using the suture trimmer (at 45 degrees and in the direction of the vessel), an attempt was made to achieve hemostasis, without success. After reinserting the suture trimmer and wrapping the long blue suture around the left index finger, the entire suture including the knot and subcutaneous fatty tissue came out of the patient. No vessel damage occurred. It was thought that the proglide must have been placed outside the vessel wall. The short white wire was noted to be split. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported suture came out of the patient could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The suture/ link break was not confirmed as not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.